Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no.3. This reported event has been deemed not reportable based off an internal review. It has been found that this event has been inadvertently reported; however, this event is currently deemed a non-reportable event.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update device evaluated by MFR, and to provide the completed investigation results. One 6fr r2p sheath along with the dilator was returned for product evaluation visual inspection revealed two kinks were close to the hub. No anomalies were noted with the dilator. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the r2p destination catheter near the hub was kinked upon removal from the hoop. It was never introduced into the patient; it occurred on the back table. The tech was not sure if she did it when she was tightening the valve, as it was loose. Another 119cm destination slender was used to complete the procedure. The procedure was a success and the patients condition was stable. There were no other devices or equipment used with the reported product. Additional information was received on july 17, 2019. The procedure was a peripheral intervention.